Event description:
A holter-rickhan shunt was implanted in the pt on 4/4/81. The pt experienced difficulties walking and has become infirmed. A cat scan revealed that fluid had accumulated in the brain. Another shunt was implanted in august of 1997.